Event description:
Information was received indicating that a patient reported a smiths medical cadd-legacy duodopa ambulatory infusion pump may have had a "20% (plus or minus) variable" in delivery. Per reporter, patient indicated that their continuous rate was 6ml. It was reported that patient experienced "a one night's sleep deprivation."